Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. No intervention was performed. The patient experienced no consequences.